Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported high fraction of inspired oxygen (fio2) alarm display. This was confirmed with an external analyzer to have delivered fio2 out of specifications. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.